Event description:
It was reported via clinical study that approximately 6 years after a right total shoulder replacement procedure, a patient has experienced dislocation. The devices remain implanted. No further issues or complications were reported. No additional information is available. Unable to determine any suspect device(s).

Manufacturer narrative:
H6: corrected investigation clinical codes.